Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This occurred during a rotator cuff repair surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1927bcf-45 with serial/batch number (B)(6) was received for investigation. A visual evaluation revealed no damage to the shaft or handle. However, the anchor was broken at the distal end, damaging the tip geometry. Functional testing doesn't apply to this device. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.